Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported unsealed packaging was unable to be confirmed as the pouch was inadvertently discarded before inspection was completed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported unsealed pouch issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpacking and prior to use, the plastic pouch was found to be unsealed. The device was not used. There was no patient involvement. No additional information was provided.